Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported a perforation occurred. A 1.5 rotapro catheter and a 3.5 x 38 synergy stent were selected for use in a complex percutaneous coronary intervention (pci) in the heavily diseased and calcified right coronary artery (rca). The rotapro was used to prep the vessel. A perforation of the right occurred when the stent was delivered. The procedure was completed with a 3.5 covered stent. There were no further patient complications reported and the patient's status is stable.